Event description:
Severe and permanent neurological injuries [nervous system disorder] tingling in hands, arms, legs and feet [paraesthesia] numbness in hands, arms legs and feet [hypoaesthesia] gastrointestinal problems [gastrointestinal disorder] digestive problems [dyspepsia] zinc toxicity [metal poisoning] extensive nerve damage [nerve injury] severe and permanent physical injuries [injury] case description: an attorney reported that their client, a (B)(6) female, used fixodent denture adhesive, version unk cream and super poligrip original cream, both beginning in 1995 to present, and reported the following: severe and permanent neurological injuries, tingling in hands, arms, legs, and feet, numbness in hands, arms, legs, and feet, gastrointestinal problems, digestive problems, zinc toxicity, extensive nerve damage, and severe and permanent physical injuries. She has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered / not resolved. No further info was provided.

Manufacturer narrative:
Lot number and product not provided by rptr therefore unable to proceed with batch retain testing or product investigation.